Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Review of the device save to disk, memory and event information showed that the device went to rrt 5 days after the patient had died, the device was returned with the leads still attached. The rrt trigger was due to a temporary low battery voltage most likely the result of the body being stored at a low temperature until it was explanted 12 days later. The device battery voltage has since recovered to 3.035 volts. The device battery curve indicated that the device was depleting normally before the patient death. The device passed all testing and found to meet specifications for normal operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the morgue. It was observed that the crt-d exhibited premature battery depletion, and the ventricular leads exhibited high thresholds. The cause of death was not known, but device data showed that the patient experienced some heart failure exacerbation.

Event description:
It was reported that the patient passed away. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the morgue. It was observed that the crt-d exhibited premature battery depletion. It was noted that the battery voltage reached the recommended replacement time five days post mortem, but twenty days post implant. The battery voltage went from the recommended replacement time to end of service within seven days. The ventricular leads exhibited high threshold measurements that were post mortem. The cause of death was not known, but device data showed that the patient experienced some heart failure exacerbation. 2024-08-13, it was further reported that the patient cause of death was a gastrointestinal bleed and the patient death was unrelated to the crt-d system.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.